Event description:
A (B)(6) male undergoing laparoscopic appendectomy. When 12mm versaport v2 trocar was inserted, arterial bleeding was noted; procedure was converted to open and identified an aortic injury. Vascular surgery consulted for repair.